Manufacturer narrative:
H3: one pneupac parapac plus ventilator was received in an undamaged physical condition. The reported issue was unable to be replicated. A functional test from the user manual was performed and all tests passed. There was no fault found with the returned ventilator. The service kit was replaced as a preventative maintenance.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator had a "leak faulty result when testing tidal volume". Issue occurred prior to use with a patient, during testing. No adverse effects were reported.